Manufacturer narrative:
H10: the actual device, two (2) companion samples, and a photograph were returned for evaluation. Visual inspection of the actual sample was performed and brown particles were observed embedded in the tubing. The particles were brown degraded pieces of burnt plastic. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The photograph was reviewed and the defect contamination-pm fluid path was observed between the walls of the tubing. The reported condition was verified. The cause was most due to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets had a foreign body stuck and immobile on the inside of the tubing wall. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.